Event description:
"This is to state that" rptr "is a pt at" a facility. Rptr writes, "I met" another pt "on 6/5/98 at the" facility "and she was wearing the equalizer premium walker made by royce med supply co of camarillo, california on one leg/foot. It was a new one, prescribed to her by the dr. I showed her the dangerous loose sole. I gave her the name of the co who mfg this med device (royce) and advised her to go back to the foot clinic and report this unsafe prescribed med device. I told her the reasons why I know how unsafe they are is when the sole came off of my rt equalizer walker I slipped and fell injuring myself and now am prescribed wheel chair by the dr. I will settle for $50,000 for pain, suffering, neglecting to make safety adjustments. The equalizer premium short leg walker instructions fails to show dr warn against walking in damp weather or related conditions. This is the 3rd pair that has failed rptr causing unsafe walking conditions allowing the sole of the walker to seperate from plastic made walker frame. The 3rd time when the equalizer failed rptr was on 3-6-97 when rptr was leaving the facility while picking up their medicines there. This was a rainey day. While ambulating with their walking cane in their right hand on their way to the facility for refills, the rubber sole of right equalizer came loose half the length of the foot of the equalizer, the rain water broke down adhesson (friction) allowing rptr to slip, loose their balance therefore allowing them to fall down on the pavement & letting their left lower extremity strike their walking cane & causing severe pain and swelling creating a blood clot of my left lower extremity and aggravating their surgically injured left great toe by breaking the skin of their great left toe and pain & swelling of that toe. They aggrevated my injured lower back and also their right elbow. Rptr writes, "3 interns were behind me and helped me up. I made it to the facility receptionist desk and asked her for help. She contacted the escort svc and they arrived with a wheel chair and carried me to the orthopedic clinic. In the orthopedic clinic I was authorized to receive a new pair and was fitted for them." On 3/12/97 rptr's left leg became swollen and redish, so rptr went to the hosp clinic. There they rec'd med treatment; given pain medicine prescription, x-rayed and was advised to take "dicloxicillin for infection and tylenol #3. Rptr has a diabetic ulcer on the right heel, and has med referrals to wound care, "hypebaric tank treatment, plastic surgery, dermatology, and foot clinic. Rptr asked for corrective therapy, but has not been provided.